Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other six perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery (rcfa) and the heavily calcified left common femoral artery (lcfa) was attempted using proglide devices via a 6f sheath relative to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, cuff misses occurred with 4 proglide devices in the rcfa and 3 proglide devices in the lcfa. Hemostasis was achieved in both the rcfa and lcfa using proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a suture break/suture retrieval issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.